Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was further reported that shaft break occurred and not stent fracture as previously reported. It was noted that the break occurred 22cm from the hub. The procedure was completed with another stent.

Manufacturer narrative:
(B)(4). Device is a combination product.

Event description:
It was reported that stent fracture occurred. A 2.25mmx28mm synergy ii drug-eluting stent was selected for use. However, during unpacking of the device outside the patient, it was noted that the stent was broken. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple several kinks throughout the hypotube. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination of mid-shaft found a break 104mm proximal from port bond skive. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that shaft break occurred and not stent fracture as previously reported. It was noted that the break occurred 22cm from the hub. The procedure was completed with another stent.